Event description:
Broken keystone stem. Pt is with previous trauma to the hip. The hip was previously fused, revised, and revised again using the keystone. Implant fractured previous to the 18 month mark.